Manufacturer narrative:
The customer was provided a replacement smart cable. At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to the patient or user was reported.